Event description:
The reporter stated that she did meter to hcp meter comparison tests. Her result was 86 mg/dl, and her doctor's meter (type unknown) result was 244 mg/dl. Tests were done within 5 minutes. She did not have any symptoms. She stated that a control solution test on strips had been run, and the result was low out of range 90 (92-138). On follow up, the lifescan representative reviewed use of control solution, storage of strips, cleaning and coding with the reporter.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8